Event description:
Patient reported that, after inserting a new insulin cartridge, the decice completed 2 full priming sequences, before insulin dripped from the infusion set tubing. Additionally, they reported that, 1 hour later, their blood glucose measured 418 mg/dl. While attempting to determine the cause of high blood glucose, patient discovered that insulin had leaked inside of the device's cartridge compartment. No error messages were generated by the device. Patient self-treated by programming a 6u bolus of insulin.